Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate is likely to cause or contribute to pt injury. Device issue: failure to deflate. It was reported that after xience v stent delivery system (sds) balloon was inflated to deploy the stent, the balloon would not deflate. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There were two kinks in the inner and outer members 19.2cm and 19.5 cm distal to the guide wire exit notch. The inner and outer members were smashed 19.7cm distal to the guide wire exit notch for a length of 4mm. The outer member was wrinkled 19.9cm distal to the guide wire exit notch. There was no other damage noted to the sds. The overall catheter length was measured and met mfg criteria. A new indeflator, filled with renografin-60 diluted 1:1 with water, was used to pressurize the sds to rated burst pressure (rbp), but the balloon would not inflate. Negative pressure was applied, but the balloon would not fully deflate. The sds was pressurized again and was left pressurized overnight, but the balloon would still not inflate. A dissection of the sds was performed by engineering. The hub was removed to flush the hypotube to reveal there was no blockage in the hypotube. After being dissected the distal shaft was pressurized, but due to the damage to the inner and outer members, the balloon would still not inflate. The guide wire lumen was removed from the balloon and inflation lumen enabling the balloon to be inflated. There was contrast build up visible at the kinks in the outer member. Product performance engineering reviewed the incident info and analysis of the returned sds. The analysis was consistent with the reported info that the sds was inserted in the body and inflated. Between 19 and 20cm distal to the guide wire exit notch, there were two kinks in the inner and outer members, the inner and outer members were smashed and the outer member was wrinkled. It is likely that the noted damage to the inner and outer member occurred during use as no damage was noted during inspection prior to use. There was no other damage noted to the returned sds and the total catheter length met specification. Attempts were made to fully deflate and inflate the sds using a new indeflator; however, due to the damage to the inner and outer members the contrast build up in these locations, the sds would not fully deflate or inflate, confirming the reported deflation difficulty. Multiple dissection of the sds were made. It was confirmed that there was no blockage in the hypotube (proximal end of the sds), and after removal of the kinked inner member in the distal shaft, the balloon was able to inflate. Difficulty to deflate a sds balloon can be influenced by, but not limited to, deflation technique, accessory device support, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast in or out of the balloon, contamination in the inflation lumen and similarly damage to the guide wire and/or inflation lumens which may also obstruct the flow of contrast out of the balloon. In this case, it appears that the deflation difficulty was related to the shaft damage and contrast build up. If the noted inner and outer member damage was present prior to use, the device most likely would not be able to inflate, as the returned sds, with the damage to the inner member, was not able to inflate or deflate. Since, the sds was reported to have successfully inflated to deploy the stent, it is likely the damage to the inner and outer member occurred, during which led to the difficulty to deflate the balloon. However, the exact cause of the damage to the distal shaft is unk. A review of finished device lot history record did not reveal any nonconforming material reports. This MDR is considered closed by the product performance group.